Manufacturer narrative:
The investigation did not identify a product problem. A general reagent issue could be excluded. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys anti-tshr immunoassay on a cobas 8000 e 602 module. An incorrect value was not reported outside of the laboratory. The event involved two analyzer lines. Line one contains two e 602 analyzers, serial numbers (B)(4). Line two contains two e 602 analyzers, serial numbers (B)(4). It is not known which of the two e 602 analyzers from each line was used for testing. The sample was tested on line two, resulting with an anti-tshr value of 2.4 iu/l. The sample was repeated on line one, resulting with a value of < 0.7 iu/ml. The sample was then re-centrifuged and repeated on both lines. When repeated on line two, it resulted with an anti-tshr value of 2.5 iu/l. When repeated on line one, the value was < 0.7 iu/l. A value of < 0.7 iu/l was reported to a physician. No adverse events were alleged to have occurred with the patient. Calibration was performed on line two on (B)(6) 2019 and the signal value was higher than normal, but there were no calibration errors. Controls were within range on line two prior to the event. When testing controls on line two after the event, one level of control was outside of range. The assay was re-calibrated and controls were then repeated. Controls were then within range. An issue with assay calibration was suspected.